Event description:
It was reported that, during a routine follow-up, this implantable cardioverter defibrillator (ICD) could not be interrogated. Two programmers were attempted and no magnet response was observed. Premature battery depletion was suspected because the expected longevity at the previous follow-up had been seven years. Additionally the patient reported that they may have been hearing tones from the device two months prior to the follow-up. A revision procedure was performed and this ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. The device had no telemetry upon return. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.

Event description:
It was reported that, during a routine follow-up, this implantable cardioverter defibrillator (ICD) could not be interrogated. Two programmers were attempted and no magnet response was observed. Premature battery depletion was suspected because the expected longevity at the previous follow-up had been seven years. Additionally the patient reported that they may have been hearing tones from the device two months prior to the follow-up. A revision procedure was performed and this ICD was explanted and replaced. No additional adverse patient effects were reported.